Event description:
A surgeon reported a primary incision requiring a suture to close after laser assisted cataract surgery. After treatment the incision would not open completely, a blade was used to open the incision wider; at the end of the case the incision was closed with a suture to ensure it would not leak. There were no further complications reported. Upon additional follow up, it was reported the patient is doing well and is happy with his vision.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Optical coherence tomography scans and system settings were provided, and after review there were no atypical settings observed that would indicate that the system contributed or caused the reported event. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).